Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. The 99% stenosed target lesion located at the moderately tortuous and calcified right anterior tibial artery. A 2.0mm x 22.0mm x 150 cm coyote balloon catheter was selected and advanced to treat the target lesion. The balloon was first inflated at 6atm. Upon 2nd inflation at 10 atm, the balloon ruptured. The procedure was completed using a different non-bsc device. No patient complications were reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).